Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6)2009. According to the complainant, during the egd procedure, the physician positioned the injection gold probe within the stomach. The physician advanced the injection gold probe needle and injected epinephrine to treat a bleed. However, when the physician attempted to retract the needle, the needle would not retract back into the sheath. The device was removed from the patient. Another injection gold probe was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).